Event description:
On (B)(6) 2019, the patient's father contacted lifescan (lfs) (B)(4) alleging that his daughter's onetouch verio iq meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation. The reporter claimed that the patient had been experiencing the symptoms of "fatigue, dizzy and headache" for some time. He stated that these were symptoms the patient associated with hypoglycaemia. The reporter claimed that at an unspecified date and time, his daughter obtained the alleged inaccurately high result of "168 mg/dl" with the subject meter. The reporter did not provide any information on the patient's normal diabetes management routine and did not state if the patient took any action in response to the alleged inaccurately high result obtained. The reporter claimed that at an unspecified time after the start of the alleged product issue the patient developed the symptom of "lost consciousness". The patient was reportedly taken to the hospital at 3pm on (B)(6) 2019. Upon arrival at the hospital the patient's blood glucose was tested on the "hospital" meter and the result obtained was "20 mg/dl". The reporter also claimed that at this point the patient's blood glucose was tested again on the subject meter and the result obtained was "about 100 mg/dl higher than the hospital meter". The reporter stated that the patient received treatment but could not provide any specific information. The csr was unable to conduct troubleshooting with the reporter. Replacement products were not sent to the patient as the patient requested that an inspection and calibration of the subject meter be carried out. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion after obtaining an alleged inaccurately high blood glucose result with the subject meter.